Event description:
It was reported that this pacemaker previously showed two years remaining longevity. During the recent check, the device reached end of life (eol). Analysis showed that the bank file data returned for the device is incomplete yet states that the device was operating in end of life (eol). It was recommended that the device should be replaced. As the battery continues to deplete during end of life (eol), the pacemaker will decrease the pacing amplitude. After end of life (eol) is reached, telemetry is not guaranteed. Additional information received which indicated that this device was explanted due to product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker previously showed two years remaining longevity. During the recent check, the device reached end of life (eol). Analysis showed that the bank file data returned for the device is incomplete yet states that the device was operating in end of life (eol). It was recommended that the device should be replaced. As the battery continues to deplete during end of life (eol), the pacemaker will decrease the pacing amplitude. After end of life (eol) is reached, telemetry is not guaranteed. Additional information received which indicated that this device was explanted due to product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.